Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemorroidectomy, while being applied to the rectum, the staple partially fired. The handle was fully squeezed however, the staple line was incomplete and the donuts were not complete. There were no staples at the superior end of the stapler. Another device was opened to resolve the issue to complete the case. There was no patient injury.